Event description:
It was reported to boston scientific corporation that during a uterine prolapse repair procedure using an uphold vaginal support system, the capio needle carrier became bent and got stuck inside the cage where it detached. The physician completed the procedure with another uphold vaginal support system. There were no complications to the patient, who is over 18 years of age and was stable at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during a uterine prolapse repair procedure using an uphold vaginal support system, the capio needle carrier became bent and got stuck inside the cage where it detached. The physician completed the procedure with another uphold vaginal support system. There were no complications to the patient, who is over 18 years of age and was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6). The reported lot number, m00000830, could not be verified. Consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was not used past its expiry date.